Event description:
On (B)(6) 2025, this patient had a planned outpatient ablation procedure for frequent premature ventricular contractions (pvcs). Per the provider's note, during the procedure, pvc localization was in the mitral annulus in the 5 o'clock position, to which ablation was performed. With repositioning of the ablation catheter, resistance was noted with advancing and retracting the catheter. An intraprocedural transesophageal echocardiogram (tee) confirmed entanglement with the chordae of the mitral valve. There was a discussion with the cardiothoracic team, interventional cardiology, and the ep team and a decision was made to transfer the patient emergently to the operating room. The patient then underwent a median sternotomy, removal of entrapped lv endocardial ablation catheter from the mitral valve chords, mitral valve repair with alfieri suture and primary repair of p1 leaflet defect, and closure of iatrogenic atrial septal defect. Upon removal of the catheter, the tip was sent to the lab where chain of custody was in effect, and the tip was ultimately released to a representative from johnson & johnson for further testing and follow up. The following note was placed in the patient's electronic medical record by the cardiothoracic surgeon post catheter removal: "the trapped ablation catheter was wound up in the chordae of both the posterior and anterior leaflet. Simple untwisting did not release the chordae, as they were trapped into the exterior coating of the ablation catheter, between the two electrodes. This layer appeared fractured, as there was blood underneath the clear layer, which had a spiral shaped indentation, and the thinnest pml chords were ruptured." The patient remained in the hospital until released on (B)(6) 2025. There are future concerns related to mitral valve function as a tee performed post-operatively on (B)(6) 2025 showed moderate to severe mitral valve regurgitation. Prior to the ablation and emergent surgery, a transthoracic echocardiogram on (B)(6) 2025 showed mild mitral valve regurgitation. In review of the IFU and PMA approval (p210027b) of this device, there is no mention of a possible adverse effect related to chordae entanglement. Nor are there any instructions or guidance in the IFU on how to proceed should chordae entanglement occur with the device. We, at tufts medicine, feel this is a safety issue and should be included in the possible adverse effect warnings of the instructions for use, along with appropriate instructions for how to remove/retract the device should this occur. In review of the manufacturer's investigation into this event, our hospital and physicians do not agree with the manufacturer's investigation results and their assertion that no corrective and preventative actions (CAPA) are required. Johnson & johnson (biosense) asserts that manipulation of the device caused damage to the tip (allegedly stress marks) and damage to the pebax. J&j then cited their IFU stating that "careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade; do not use excessive force to advance or withdraw the catheter when resistance is encountered." We contend the device was used as intended and upon entanglement and resistance, the procedure was converted to an open-heart surgery. We feel this device's performance did not meet its intended use. The device was used per the IFU, and we contend that the device is not meeting its performance specification per their PMA dvt.